Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, there was a tear in the esophagus above the staple line. The surgeon thought there was a leak in the staple line, but found the tear not along the staple line. Surgical time was delayed by 4 to 5 hours to fix the tear as the surgeon had to covert to an open procedure. No other adverse events reported.